Manufacturer narrative:
Device is a combination product. (B)(4). F/g,promus element,mr,ous 3.00x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent identified stent damage. Damage was noted across the entire stent. Most severe damage noted to distal and mid-section of stent. Struts overlapping and bunched and were stretched in a distal direction. The balloon was reviewed and no issues were noted with the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 32mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28x3mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mild to moderately calcified right coronary artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.